Manufacturer narrative:
(B)(4). Date sent: 12/27/2021. D6a. Exact implant date unknown. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Yes, however need to request from gu group on what date did the implant take place? 5 years ago. What is the product code for the linx device that was removed? Yes. What is the lot number of the linx device? Size 13. When using the linx sizing device what technique was used to determine the size?pop 2. Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? No, did previously. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Very severe did dialiations. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal?

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information provdied : md believes learning curve of sizing over years and size of device perhaps too snug and caused dysphasia. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? On what date did the implant take place? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunization drugs? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any intra-operative complications during implant? Was there any hiatal or crural repair done at the same time as the implant? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? Answer = I have reached out to the md office for additional information on patient below.

Event description:
It was reported that post implant of linx 13, patient suffered from increasing severe dysphasia and requested to have device removed. No additional surgery done. Limited scaring and no recurrent hernia steps required.